Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. D4: batch # unk b3: exact event date unknown, only day and year provided, entered as (B)(6) 2023. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the appendectomy colectomy procedure they stapled with the device and once they completed the stapler line, the staplers opened back up. Another like device was used to complete the procedure with patient consequences.